Event description:
It was reported that, "while extracting a reflex hybrid sd screw to reposition the plate, the tip of the draw rod for the screw extractor broke into the end of the screw."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 58 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted form this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not reported. The surgery was completed successfully using another instrument and the surgeon successful removed all the broken fragments form the pt. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.